Event description:
It was reported that prior to using a bd insyte¿ autoguard¿ bc shielded IV catheter, foreign matter was found in device. The following information was provided by the initial reporter: IV had an extra piece of plastic or bubbling in it.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.